Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired but did not form staple line properly. The surgeon sealed line with hemoclips. There were no pt consequence.